Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) had not worked well since being implanted, so the healthcare provider replaced it on the right side on the day of the report. The ins was removed from the left side. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and it was reported that the leakage was still occurring on a regular basis. The patient reported that the replacement of the stimulator (ins) did not resolve the ins not working well, not as well as she hoped/expected.